Event description:
Multiple iabp failures all had the same error (restriction alarm). When the iabp is removed, each balloon had a tightly furled distal third that could not unwrap. Prior to removal from the packing, the iab instructions are to pull negative on the iab. This was done in the procedures. The rep was engaged during the most recent issue and the rep could not identify the issue. Three iabs are being sent or have been sent to the vendor. Reference reports: mw5118512, mw5118513.